Manufacturer narrative:
Reported to the FDA on (B)(6), 2011.

Event description:
This case was provided by medical from a pub med feed. It was submitted to a (B)(4) journal by an rn in (B)(6) in (B)(6) of 2009. A (B)(6) man who had flexi-seal in for 6 days, then removed. On the 25th day after the device was removed, he suffered an episode of rectal bleeding. A rectal ulcer was discovered. Colonoscopy confirmed a rectal ulcer. The event is deemed serious as it was reported in the literature that the pt had two episodes of important haemorrhagia after the use of the device and an emergency colonoscopy was required, during which a rectal ulcer was diagnosed. From a clinical perspective, a causal relationship between the device and this event is deemed possible because there is a temporal association between it and the area of the rectal vault where the ulceration occurred. It is of note however, that the author reported melena prior to the insertion of the device although they imply that this was under control at the time the add'l bleeding occurred.